Event description:
It was reported that a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned; without the actual product information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed. However, the unspecified infection was reportedly the root cause for the revision. The patient impact beyond the revision procedure, probable antibiotic therapy, and expected post-operative rehab cannot be determined. No further medical assessment is warranted at this time. No further actions are being taken at this time.